Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore a 30 mm gore® cardioform septal occluder was implanted on (B)(6) 2017 to close a 15-16 mm atrial septal defect. It was reported the patient returned to the hospital on (B)(6) 2017 with a slow atrial flutter and 2:1 block. Transesophageal echocardiogram and x-ray confirmed the device was in the correct position. It was reported the patient was easily cardioverted and discharged home on a beta blocker and coumadin for a six month period. It was reported the physician does not believe this is device related, as it could not be confirmed when the atrial flutter began. The patient is reported to be doing well.